Event description:
Aaa was in 2009. Embolization of the right internal iliac artery was performed a week before. The procedure was conducted as labeled. The contralateral iliac leg graft was deployed in the common iliac in the usual way and patency of the left internal iliac artery was confirmed by angiography. Completion angiogram showed occlusion of the left internal iliac artery. Cannulation of the left iliac artery from the left was unsuccessful. Blood flow from the superior mesenteric artery was confirmed and the physician took a wait-and-see approach. The physician commented that occlusion of the left internal iliac artery was due to the contralateral iliac leg graft covering the internal iliac artery. Angiography was performed before ballooning, thus contrast media might have flowed into the left internal iliac artery through the gap between the distal section of the iliac leg graft and vessel wall, and the left internal iliac artery was patent or looked patent. Blood flow from the sma and external iliac artery was confirmed. Intestinal ischemia has not occurred, but minor pain in the buttock muscle was experienced. Patient outcome is unknown.

Manufacturer narrative:
Event evaluation - still under investigation.